Manufacturer narrative:
(B)(4). Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tube cover was broken with a bd sedi-40, this was discovered during use. The following information was provided by the initial reporter: broken tube cover. What was the specific issue with the device? Broken tube cover of sedi 40 instrument. Was the device a tube or an instrument that was reading the tubes? Instrument sedi 40. Was the instrument cover broken? Yes. What exactly does the customer mean by broken tube cover? Sedi 40 instruments have a weak point: tube cover gets easily broken during instrument usage and this is not the first such complaint related to sedi 40 instruments, many of complaints were just broken tube covers.

Manufacturer narrative:
H.6. Investigation: bd received broken cover from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for broken cover with the incident lot was observed. The returned instrument was found to have a broken cover, which was subsequently replaced. Based on the investigation, a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the tube cover was broken with a bd sedi-40, this was discovered during use. The following information was provided by the initial reporter: broken tube cover -- ¿ what was the specific issue with the device? Broken tube cover of sedi 40 instrument ¿ was the device a tube or an instrument that was reading the tubes? Instrument sedi 40 ¿ was the instrument cover broken? Yes ¿ what exactly does the customer mean by broken tube cover? Sedi 40 instruments have a weak point: tube cover gets easily broken during instrument usage and this is not the first such complaint related to sedi 40 instruments, many of complaints were just broken tube covers